Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that no actions or interventions had been performed and none had been planned at that time. There had been no definitive root cause of the issue determined. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right atrial (ra) noise and oversensing, which resulted in numerous inappropriate atrial tachy response (atr) episodes. In addition, atrial impedance measurements were greater than 2,500 ohms, and there was loss of capture. A lead fracture was noted. No adverse patient effects were reported. The device remains in service.